Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report numbers: 3013886523-2021-00286. 3013886523-2021-00287. A facility reported a codman hakim programmable valve and catheters (823073 and 823074) were implanted into a (B)(6) patient on (B)(6) 2021 with removal of the device occurring 30 minutes later. The physician found that there was no cerebral spinal fluid flowing out from the abdominal catheter. The physician disconnected the abdominal catheter with the valve and there was no cerebral spinal fluid flowing out from the valve. Due to the patients age, the physician retrieved the hakim valve and catheters and changed with the device of another company to complete the procedure and limit the anesthesia time. A 30-minute surgical delay was reported due to the shunt adverse event. The patient is stable.

Event description:
N/a.

Manufacturer narrative:
The bactiseal catheter was returned for evaluation. Device history record (DHR) - the product code (B)(4) with lot 5183496 conformed to the specifications when released to stock failure analysis - the catheter was visually inspected; no defects noted. No occlusions and leaks noted. No root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer could be due biological debris and protein buildup interfering with the catheter, at the time of investigation, no occlusion issues were noted.